Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. An alert for low lead impedance was noted which caused a polarity switch. Upon interrogation, the right ventricular lead exhibited low impedance measurements. All other electrical values were within range. The physician elected to leave the lead implanted in unipolar configuration and adjust the lower lead impedance limit.